Event description:
It was reported that the patient experienced lost of stimulation and still feels no sensation of therapy after increasing strength. It was also noted that the patient had a lot of high impedances. The patient underwent a replacement procedure and was doing well postoperatively. The explanted device components were not returned as they were not released by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 3002730 / 5137967.